Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Correction was done to report the serious injury under the insulin pump. Following additional information was also provided in regards to the insulin pump. At the same time of initial call but was captured in a separate service notification and incorrect device: customer reported via phone call, she was experiencing high blood glucose of 577 mg/dl and the insulin pump didn't alert she was high, as it should have when her reading was over 300 mg/dl. Customer stated the sensor reading was 465 mg/dl. Customer treated the high with the device and most current blood glucose was 170 mg/dl. Customer stated on (B)(6) 2014 she was also having site issues with her sensor and the meter read her blood glucose as high and she treated with manual injections.

Event description:
Customer reported her sensor was not giving accurate readings. She also stated there was a crack near the battery cap on her insulin pump. Customer's blood glucose was 170 mg/dl. The customer stated she may have bumped her insulin pump. The customer also reported receiving a low battery alarm that caused her insulin pump to incorrectly deliver insulin. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.